Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2014 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2014 at 2:26 pm. There was no activity outside normal use observed. The total daily dose added up to correctly reflect the programmed basal rate target. The pump was exercised for 24 hours and was found to perform within the required specifications during that time. Investigation did not duplicate the alleged inaccurate delivery issue and the pump was found to be delivering insulin within the required specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.